Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered a lead safety switch. The rv lead impedance values had become greater than 2000 ohms. In addition, high pacing thresholds were observed. An x-ray was performed which showed insulation damage near the suture sleeve. The rv lead was then explanted and replaced. During the revision procedure, the lead was tested on the pacing system analyzer (psa). The psa revealed noise with out of range impedances and loss of capture in bipolar. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.